Event description:
It was reported that a spectrum pump had an inoperable display. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced as a distorted display due to failed pixels. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the liquid crystal display (lcd). The lcd will require replacement to correct the issue. This device malfunction may result in a delay of therapy if it were to recur. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.